Event description:
It was reported that during routine follow-up, multiple episodes of inappropriate auto-mode switch due to far r-wave oversensing was observed on the atrial channel. Programming changes were recommended. Patient was asymptomatic and fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.